Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and batch record review. No adverse trend was identified for the customer's issue. The discrepant results had invalid wbc and wbc differential results. Due to the abnormality of the sample, the sample required further verification, preferably, a manual slide review, as documented in the labeling. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant wbc on the cell-dyn ruby analyzer. The following data was provided. Neonate patient: initial 117 k/ul, repeat 4.85 k/ul (smear: 150 k/ul) there was no impact to patient impact management reported.